Manufacturer narrative:
H3: product analysis not able to confirm reported fault. Lock twist found jammed. Bearings found corroded. Output drive shaft assembly found corroded. Not able to perform pre repair temperature test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: img code: g04063 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, indigo attachment had overheating issue. There was no patient involvement.

Event description:
Additional information received, overheating occurred within in a minute. The device was working forward mode. Irrigation was used, flow rate was 30cc. Handpiece was also overheating.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product analysis confirmed no fault found. H6:previous code b17,c20,d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.